Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. The insulin pump was unable to verify motor error alarm and no delivery alarm due to button keypad anomaly. The motor passed motor test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported the customer had a motor error alarm on their insulin pump. The customer also stated they received a no delivery alarm after performing a set change. The customer's blood glucose was 22 mmol/l. The customer also reported they were stuck in the rewind sequence. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.